Event description:
A hospital in the (B)(6) reported to a fisher & paykel healthcare (fph) field representative that a quantity of seven mr290vx vented autofeed humidification chambers burst while being used on an oscillator ventilator. This occurred before patient use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: only one of the seven affected mr290vx chambers was returned to fph (B)(4) for inspection. It was visually inspected for the reported damage. Results: visual inspection revealed a vertical crack from the front baffle to the base of the chamber dome. A lot check revealed no other complaints of this nature for lot number 070111. Conclusion: the mr290vx chamber is likely to crack when it is used in conjunction with a high frequency oscillator ventilator. This is caused by an abnormal stress placed on the chamber dome, aggravated by use with a high frequency ventilator. Fisher & paykel healthcare manufactures the mr290hfv chamber which is specifically designed for high frequency ventilator applications. All mr290 chambers are pressure tested and visually inspected prior to distribution, including tests check for physical damage and leaks. Any chamber which fails the pressure testing or visual inspection is rejected. Our user instructions that accompany the mr290 chamber specify to the user the following warnings: set appropriate ventilator alarms. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. (B)(4).